Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2019. This report is filed on march 28, 2019.

Manufacturer narrative:
This report is filed on february 20, 2020.

Event description:
The device was explanted as it was reported that no communication could be established with the device. Analysis revealed a damaged receiver coil connection at the feed through which resulted in the reported loss of communication and device function.

Manufacturer narrative:
This report is submitted on january 22, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced no connection with the internal device. There are plans to explant the patient; however it is yet to occur as of the date of this report.